Manufacturer narrative:
The device was returned for investigation. During testing inspection of the returned device, it was found that due to wear of the angle wire, bending angle in the up direction did not meet the standard value. The nozzle had foreign objects from insufficient cleaning. Due to wear of the angle wire, the play of the up/down (u/d knob) was out of the standard value. The bending section cover (a-rubber) had a scratch. Adhesive on the bending section cover had a chip. The scope connector had a scratch. The plastic distal end had a scratch. The scope connector was dirty due to water leakage. The control unit had discoloration. The grip had a scratch. The scope cover had a scratch. The switch box had a scratch. The lock engagement knob had a scratch. The lock engagement lever had a scratch. The right/left knob had a scratch. The scope connector cover unit had a scratch. The plastic distal end cover had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope experienced a down angulation issue. It was unknown when the event took place. There was no report of patient or user harm associated with the event. During testing and inspection of the returned device, it was discovered that there was foreign matter found within the nozzle. This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and deviation from instruction for use (IFU) are unknown. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the instructions for use (IFU) sections: the detection method is described in chapter 3 preparation and inspection of the gif-1200n operation manual. Instruction manual gif-1200n cleaning/disinfection/sterilization chapter 5 preventive measures are described in the reprocessing of endoscopes (and accessories that are reprocessed together). Olympus will continue to monitor field performance for this device.